Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient attached to a cadd®-solis pump (operating on v1 software) was over-infused by a physician and expired. The physical went outside of remifentanil range and over-infused the patient. The reporter noted that the "only reason this happened" was because the pump software is only compatible with a windows xp operating system, and the hospital did not have a computer with that operating system, so they were unable to update the library to include the drugs that the doctor needed. Additional information was requested, however, the reporter stated that no additional information regarding the event is available.